Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows an atrial arrhythmia episode in progress with the average ventricular rate during atrial tachy response (atr) at 71 beats per minute (bpm). The episodes show occasional undersensing of atrial fibrillation (af). Additional information received advised there was true undersensing during af episodes. The aab alert was updated to greater than six hours and no additional alerts have been observed. The battery longevity is normal and other lead measurements are satisfactory. At this time, the device remains in-service. No adverse patient effects were reported. Additional information received advised the aab alert was increased to greater than 24 hours due to additional intermittent atrial undersensing was observed at programmed sensitivity of automatic gain control (agc) 0.7mv (millivolts). The battery longevity is normal and other lead measurements are satisfactory. Further review was recommended. Additional information received advised the physician states there is no concern regarding the intermittent atrial undersensing, as the device is appropriately mode switching during atrial arrhythmias and the patient is currently on apixaban medication. The lead measurements and the battery status remain satisfactory. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows an atrial arrhythmia episode in progress with the average ventricular rate during atrial tachy response (atr) at 71 beats per minute (bpm). The episodes show occasional undersensing of atrial fibrillation (af). Additional information received advised there was true undersensing during af episodes. The aab alert was updated to greater than six hours and no additional alerts have been observed. The battery longevity is normal and other lead measurements are satisfactory. At this time, the device remains in-service. No adverse patient effects were reported.